Event description:
It was reported that the device did not alarm during an asystole. According to the nursing staff this event happened during the night from (B)(6) 2014 to (B)(6) 2014. During the evaluation of the curves from the central station, 2 hours have been missing. There was no pt injury reported.

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as investigation has been completed.